Event description:
It was reported that during a pacemaker implantation procedure, the physician found that the right ventricular lead threshold was too high. The physician elected to replace the lead and the issue was resolved without any adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.